Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side implant rupture. Device status is unknown. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side implant rupture and later reported ¿periprosthetic capsule with chronic histiocytic inflammation, with no signs of malignancy¿. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, h.6

Event description:
Healthcare professional reported right side implant rupture and later reported ¿periprosthetic capsule with chronic histiocytic inflammation, with no signs of malignancy¿. Device was implanted after expiration date of the device. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - inflammation/irritation : unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported right side implant rupture and later reported ¿periprosthetic capsule with chronic histiocytic inflammation, with no signs of malignancy¿. Device has been explanted and replaced with non allergan device.